Event description:
The customer reported the remote alarm would not alarm intermittently. No pt harm.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.